Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
According to the user's report, the user suddenly stopped hearing 5-6 years ago. At that time, the re-implantation surgery was cancelled due to an unknown problem with the hospital. Afterwards, there was no contact with the user until 04-jun-2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the user's report, he suddenly stopped hearing 5-6 years ago. At that time, the re-implantation surgery was cancelled due to an unknown problem with the hospital. Afterwards, there was no contact with the user until (B)(6)2024.